Manufacturer narrative:
Device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that the craniotome device came back cracked from the repair. During service and repair pre-testing, it was determined that the device had a damaged neuro-tip and a bent and damaged crane boom (abrasion). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Corrected data: the date the device was returned to the manufacturer was reported as april 25, 2018 and has been updated to june 12, 2018. Additional information: the device manufacture date was documented as unknown in the initial report. It has been updated to january 15, 2016. UDI has been updated accordingly. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the neuro tip leg had been drilled into and the neuro tip foot was drilled and bent. Therefore, the reported condition was confirmed. It was also noted that the neuro-tip leg is due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. The cause of the craniotome foot drilled and bent was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip causing it to become bent. The assignable root cause was determined to be due to user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.